Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device "keeps saying check pads". As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.